Event description:
New information received indicates that the variable parameters exhibited by the leadless pacemaker upon fixation were high impedance and reduced current of injury. It was suspected that the lp slid upon fixation, causing the perforation.

Manufacturer narrative:
The reported event of cardiac perforation resulting in death was not confirmed. Final analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, the right ventricle was perforated, resulting in pericardial effusion. It was identified after the patient was observed to have pulseless electrical activity (pea) and was hypotensive. Cardiac tamponade developed, prompting pericardiocentesis. The effusion was resolved, but the patient's condition worsened over time. The patient deceased post-procedure.

Event description:
New information received notes that the patient's leadless pacemaker exhibited conductive telemetry issues during procedure.